Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the foreign object was causing pain to the patient and not the device.

Event description:
A report was received that the patient was having pain at the ipg site with bleeding. Bleeding was not device related. There was also a slight erosion noted at the ipg site in the left buttock which appeared rotated. No device malfunction suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the foreign object in the patient was not device related and there were no exposed wires prior to the removal of the device. Ipg sc-1110-02/(B)(4): passed all the required tests and revealed no anomalies. Lead sc-2218-50/(B)(4): the source of the complaint was not determined. The distal end was pulled apart by tension force, and all cables were exposed. X-ray inspection and impedance measurement showed all cables are intact. Lead sc-2218-50/(B)(4): passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was having pain at the ipg site with bleeding. Bleeding was not device related. There was also a slight erosion noted at the ipg site in the left buttock which appeared rotated. No device malfunction suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having pain at the ipg site with bleeding. Bleeding was not device related. There was also a slight erosion noted at the ipg site in the left buttock which appeared rotated. No device malfunction suspected. The patient will undergo an explant procedure.